Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked form the luer lock during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the IV set separating and leaking from the luer lock was not confirmed however separation at another location was confirmed. Visual inspection showed that the set was broken and separated at the attachment of the upper portion of the tubing to the upper filter joint; the inlet insertion tab remained inside the tubing. The root cause of this failure was not determined.